Event description:
It was reported that the pt's hearing deteriorated to a point that left the pt outside of indication criteria for a vibrant soundbridge. Hearing deterioration was bilateral, being the left ear worse than the right. There is no allegation against the implant. The pt was re-implanted with a cochlear implant on (B)(6), 2014.

Manufacturer narrative:
This device was explanted, and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.